Event description:
The customer tested his blood glucose and received a reading of 186 mg/dl using his contour meter. He retested and received a reading of 86 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting his contour system and the results fell within the normal control range. No product will be returned for evaluation.